Event description:
The distributor reported to olympus, error 828 narrow band imaging (nbi) button could not be released on the colonovideoscope. During inspection and testing of the returned device, a clogged nozzle was found, which had been attributed to insufficient cleaning. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The customer reported that prior to sending the device to olympus, the device was cleaned/disinfected and sterilized. There were no delay in the start of the customer performing precleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was brushed with clean lint-free clothes/brushes/sponges. The air/water nozzle was flushed with detergent solution. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition to the findings reported in b5, damage on up/down knob, water tightness was lost, due to clogging of the the nozzle, water removal ability did not meet the standard value, the control unit was dirty due to water leakage, scratches were found on the device, the bending section cover adhesive was chipped, cracked and had a white-clouded area. Additionally, the adhesive around the objective and light guide lenses both had a white-clouded area. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation was unable to determine the cause of the failure or identify what the foreign material was. The instructions for use (IFU) addresses this failure. IFU warns on inappropriate reprocessing as follows: the instruction manual operation manual ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿ describes the following warning. Inspection of the endoscope. Inspect the air / water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. Inspection of the objective lens cleaning function. Inspection of the water feeding function. 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor the field performance of this device.